Event description:
It was reported that the device had previously reached recommended replacement time (rrt), and had subsequently been turned off. A couple years later, the device began alerting, and a charge circuit timeout was seen. The device was now at end of service (eos). The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.